Manufacturer narrative:
This report is submitted on september 13, 2022.

Event description:
Per the clinic, the patient experienced mrsa infection at the implant site, leading to the extrusion of device. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on october 14, 2022.